Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide after an interventional spinal stenosis procedure using an 8f sheath. Reportedly, deploying step #2 to #3, the suture came out by itself. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss was not confirmed as the returned device analysis noted the suture loop was formed and was still in the suture bearing. The retuned device condition indicates the suture was pulled out of the vessel with the knot intact due to friable artery during device removal. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the returned device condition, it appears the suture was pulled out of the vessel with the knot intact due to friable artery during device removal. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.